Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump lost power while the patient was swimming while wearing the pump. The reporter stated there was visible moisture behind the display screen. The reporter denied damage to the keypad, battery compartment, battery cap, casing and audio bolus button. The reporter stated that the battery cap is the original cap that came on the pump; however, the pump is only two months old. The reporter verified that the yellow o-ring was not visible on the cap. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of power loss in a pump with moisture in the display lens but without visible damage remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.